Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. The issue was confirmed via fluoroscopy. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the lead was repositioned on 2 august 2022. Effective stimulation was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.